Event description:
It was reported that stent damage and detachment occurred. The target lesion was located in the moderately tortuous right coronary artery (rca). A 3.50 x 20mm synergy xd drug-eluting stent delivery system (sds) was advanced for treatment. When the sds was around the proximal rca and immediately after the stent came out of the guide catheter, it was noted that the proximal side of the stent was shortened and had moved from the marker. An attempt was made to remove the devices but when they were pulled to the right elbow, the stent completely detached. The stent was removed with a snare and the procedure completed with another of the same device. There was no patient injury.